Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
The manufacturer received information alleging a ventilator's internal battery was not charging. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The internal battery needs to be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board and system board need to be replaced to address the issues. Water ingress was observed throughout the device.